Manufacturer narrative:
The impella device has not yet been received from the customer. However, device evaluation is anticipated. Upon investigation closure, a supplemental MDR will be filed. The failure modes will be monitored and trended.

Event description:
The user facility reported that following insertion of an impella cp in a 63yo male placed for mechanical circulatory report, attempts to advance the repositioning sheath resulted in the catheter kinking. The sheath was subsequently unable to advance into the proper position and the pump was removed from the right femoral artery. The pump was then moved to the left femoral artery where implant was successful. There was no patient harm reported. No additional information was provided.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The pump was not returned for investigation. The root cause of the positioning issue was determined to be use related as when the repo unit was advanced the pump came out of position resulting in a cannula kink and removal of the device. H.10 the following statement was reported on the previous manufacturer device report by accident and should not of been reported: the failure modes will be monitored and trended.